Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including stroke and bleeding have been associated with the use of this device including neurological dysfunction, stroke and bleeding as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had an ischemic cardiovascular accident (icva) with a hemorrhagic cardiovascular accident (hcva) conversion.  Patient was stated as having deficit of aphasia and would drift to left side when walking. Patient was stated as being discharged from hospital and in rehabilitation for two weeks. On (B)(6) that patient had a clinic visit and was more talkative and able to joke around. No additional information available.